Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's ins was reprogrammed, new settings were put in, and everything was functioning normally. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the ins was indicating stimulation was not setup. The representative reported when communicating with the ins, it appears like no settings have been programmed, similar to a new ins with a message to start warranty and setup device. No patient symptoms were reported. The patient had been receiving stimulation. The patient had hd settings but could feel when increasing stimulation. The patient was using hd settings and has seen "settings not available" message on controller but patient was able to increase her stimulation with her controller and was feeling stimulation at 5.4ma. The patient was implanted one week ago. The representative noted the patient could communicate with their controller on the date of the report and make stimulation changes, but when the ins is interrogated with tablet, it comes to warranty screen as though the ins is brand new.no error messages were seen on the tablet. Had representative start warranty on ins. All prior data was lost as though this was brand new ins and representative had to fill in all patient and system data. The representative indicated the patient programmer communicates with ins today with settings, but then got a message "settings not available". The representative then went to clinician programmer and received the start implant message. The patient tried to communicate this morning and noted a "looking for device" message, "device cannot be found". The representative was instructed to reprogram patient settings. Device date was correct, showing today's date (2018-01-29). The ins time was slightly off by about 30 min and implant date was showing as today's date ((B)(6) 2018). The patient was implanted on (B)(6) 2018. The patient did recently get a replacement controller and battery pack as they were having issues with device not found messages with previous controller. Had representative create a manufacturer date file and asked caller to send log files from this session to get more information about why ins lost its data. The representative was sent directions on how to find and send these data files. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.